Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2015 with the following findings: during investigation, a review of the pump¿s black box data showed one pump reboot after a rewind. A visual inspection of the pump revealed a crack in the battery compartment. The returned battery cap threads were found to be stripped. The battery cap did not secure tightly to the pump. During testing, the pump was powered on and reboots occurred due to the damaged battery cap. A test battery cap was able to fit securely and to maintain an electrical connection. The pump was exercised for 24 hours with no further power interruption or alarms occurring. The pump¿s cover was removed and no intermittent condition was found to the power circuit.